Manufacturer narrative:
Correction: the correct initial date of this report is 07/06/2016, not 07/07/2016, as initially reported. Correction: the correct initial reporter was the patient's family member, not the reporter recorded on the initial report. This report is filed september 16, 2016.

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed on july 12, 2016. H3 other text: device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced pain and poor performance with device use, however the issue did not resolve; subsequently the device was explanted on (date not reported) and the patient was reimplanted with another cochlear device during the same surgery.